Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge the pump, though the pump did not shut down as a result. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump, confirming that the device was under warranty. The customer was instructed on using an alternate form of insulin therapy, mdi, and was guided to put the pump into storage mode before returning it. The customer was also advised to return the damaged pump with a prepaid label within ten days.